Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Following the information provided the bed sparked when plugged in. Afterwards the bed was not working. There is no indication of patient involvement. No injury was sustained.

Manufacturer narrative:
During the quality check (qc) performed after returning the device to the service center it was confirmed that no electrical malfunctions were found on the bed, it passed all electrical checks. The only malfunction that caused the bed to fail the qc was safety side physical damage at the customer's site, which is unrelated to the subject of the investigation into sparking issue. The safety side was replaced in service center during repair and the repaired bed was returned to use. Based on the available information the root cause of the investigated case cannot be defined. No details regarding the circumstances of the damage were available. Since there was no malfunction of any electrical components of the bed determined during the quality check, the complained symptom cannot be confirmed. The citadel bed is designed in accordance to the requirements of iec 60601-1:2005 and iec 60601-2-52, which include requirements for electrical safety of usage. The bed in full working condition, as it was in this case, is considered to be safe for use based on the certification report. The latest ul safety report was issued for citadel bed on 29-oct-2021. Arjo device failed to meet its performance specification since the sparking was allegedly observed by the user during use. No electrical malfunction that could result in sparking was found upon evaluation. It is unknown if the device was used for a patient treatment when the issue occurred or not. This complaint is deemed reportable in abundance of caution due to allegation of sparks coming out of the bed while plugging it to mains outlet.

Event description:
Following the information provided when the bed power cord was plugged to the mains outlet, the sparks were observed. The bed was taken out of use and replaced. There is no indication of patient involvement. No injury was sustained.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.